Event description:
This event involved a patient who experienced an intermittent connection between the batteries and the controller approximately 9 months after heartware lvad implantation. The site reported that the vad technicians discovered that the patient had experienced controller switching between the power sources in two of his/her batteries. The batteries were removed from the patient and a new set of batteries were supplied. There were no injures associated with this event. However, preliminary evaluation and testing has confirmed a malfunction in the 2 batteries returned due to an internal faulty cell. This incidental finding was then re-assessed per our sop requirements, and determined to be reportable. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00134 and 135) submitted for devices related to the same event.

Manufacturer narrative:
The reported event could not be confirmed or duplicated during functional testing. The battery failed functional testing due to early depletion of an internal cell; however, the reported event of premature power source switching could not be reproduced. The root cause of the early depletion of the battery cell pair cannot be determined. An internal investigation ((B)(4)) has been initiated to investigate this issue. This is one of two reports (3007042319-2013-00134 and 135) submitted for devices related to the same event.